Manufacturer narrative:
The report states, "per caller-not pushing out the meds/mist." Customer reported that, "the motor seems to have working, it won't pump any air to push the medication out as a mist. No but I did have to buy a nebulizer at the medical supply store to use while I waitied for my new one from medline." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported that, "the motor seems to have working, it won't pump any air to push the medication out as a mist."